Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urge incontinence and u rinary/bowel dysfunction. It was reported that they felt stimulation going down their leg and it was getting worse. Patient reported it seemed to be more painful than yesterday (B)(6) 2023. Patient stated it would go down their leg but would seem to go away afte r a while but now it did not seem to be going away. Patient inquired about therapy adjustment to make. Agent reviewed stimulation overview and expectations. Agent reviewed how to connect with patient's implant and walked patient through steps to connect. Patient services reviewed general use of external devices. Patient stated therapy was on at 0.5. Patient tried to decrease stimulation to 0.4 and stated it "just went to .3". Pt increased back up to .4 and confirmed stimulation felt better. Patient confirmed feeling stimulation a little bit in bicycle seat area that was comfortable and stated it felt better already. Patient stated they spoke with manufacturer representative (rep) yesterday and patient informed the rep that it hurt down their leg and they were told it might just be from the "poking around in there", but patient reported it was getting worse. Patient will maintain stimulation level and will continue to track symptoms. They were redirected to doctor if issue persists.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that since the implant, it didn't feel like it was really working, and it was still hurting at the incision site from the surgery. The patient stated they didn't see a sign of infection and took a picture of the site and sent it to their health care provider (hcp) office. They were told that everything looked good and that the patient was "free to go in the water" during their upcoming vacation. The patient stated that they tried to connect to their settings last night to try turning the therapy off to see if that made a difference with the pain, but they tried it like 20 times and were unsuccessful in connecting.the patient stated that they thought that they had turned the therapy off last night, but then stated that they must not have turned it off because it was still on when they connected. Patient services reviewed therapy setting controls with the patient. The patient increased their stimulation to the point where they felt a comfortable fluttering or tingling in their bike seat region. Patient services reviewed device description, function, programming, and stimulation considerations with the patient. The patient stated they'd tried program 1 the first time, and the next time they tried program 7, it didn't work, so they ended up on program 6. The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed, and reach out to their managing health care provider for further concerns about the implant site.